Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported missing glucose alarms. The reported issue was investigated and attempted to be replicated. Per the abbott diabetes care compatibility guide, the reported configuration of samsung galaxy s24 device is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k) # has been populated for the freestyle librelink android application as this report concerns a israel customer. This is same/similar to us freestyle libre 2 /android application part number 71857-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle librelink app in use with a samsung s24 with unknown android operating system and unknown software version. A customer reported that they received scans of "68 mg/dl or 69 mg/dl" compared to 43 mg/dl from a unspecified device however, the alarms feature in the app was "not heard" and there was "not enough repetitions" to alert them of changes in their glucose levels. The customer experienced unspecified symptoms of hypoglycemia and the ambulance was called. Upon arriving, the customer was provided oral sugar for treatment. There was no report of death or permanent impairment associated with this event.